Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and it was reported that the patient¿s medical history included spinal fusions, paraplegia, and chronic ¿le¿ wounds/infections. Per the hcp, the pump was working. The catheter was not functioning at the time of the pump replacement; it was not patent and could not be replaced at the time of the surgery due to severe spinal abnormality including cord abnormality related to previous trauma. The patient decided to hold off on additional surgery to replace the catheter as his spasticity was controlled with oral meds. The patient was offered surgery to replace the catheter, but he declined as his symptoms were controlled with oral meds.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen (concentration, dose, and lot # unknown by the reporter) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 the reporter was calling for MRI compatibility guidelines. The patient told the MRI facility that his "device is not working". The patient had another MRI performed in (B)(6) of 2014 and the patient's device was not working at that time either. No patient symptoms were reported. The reporter had no additional details. The patient's other medications/pertinent medical history, onset date of the event, clarification regarding the event, the results of the MRI, actions/interventions taken to resolve the event and additional details regarding the drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.